Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a low reading of 127 mg/dl which was lower than lab reading of 257 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch, and no issues were observed. The sensor plug was returned and is properly seated in mount. Data was successfully extracted using approved software and the sensor was found to be in state 5 (indicating normal termination). Removed sensor plug assembly and inspected sensor plug assembly; no issue was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a low reading of 127 mg/dl which was lower than lab reading of 257 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.